Event description:
It was reported that the atrial lead had high thresholds at a device replacement in (B)(6) 2013 and increased after that. The lead was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant medical products: 4296-88 implantable pacing lead, (B)(6) 2013; d314trg implantable cardioverter defibrillator (ICD), (B)(6)  2013; 6844-65 implantable tachy lead, (B)(6) 2008; yrbrx2816165 stent graft, (B)(6) 2004; yrecx26375 stent graft, (B)(6) 2004; yrecx28375 stent graft, (B)(6) 2004; yrirx16115 stent graft, (B)(6) 2004; yrirx1685 stent graft, (B)(6) 2004. (B)(4).

Manufacturer narrative:
Product event summary: the full lead was returned. Analysis was performed and no anomalies were found.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.